Event description:
On (B)(6) 2016, the patient/lay user contacted lifescan (lfs) (B)(4) regarding an alleged product issue which occurred in (B)(6). The patient alleged that their onetouch verio flex meter read inaccurately high compared to their feelings and/or normal readings. This complaint was classified based on the customer service representative (csr) documentation. The patient could not recall when the alleged inaccuracy occurred or what result they obtained which they felt was inaccurately high. The patient stated that they manage their diabetes with insulin (type and dosage unspecified) and as a result of the alleged product issue their visiting nurse increased their insulin dosage by an unspecified amount. An unspecified period of time later the patient developed the symptoms of "muscular weakness and incoherent behavior", symptoms which were associated with hypoglycemia. In response to these symptoms the patient's visiting nurse gave the patient sugar and the patient claimed to feel well after a "moment". The emergency medical services" were also called and when they arrived they measured the patient's blood glucose and obtained a result of "67 mg/dl" on their own device. No further medical treatment was required. At the time of troubleshooting, the csr noted that the patient did not have control solution available to test the subject meter. The patient's device has been disposed of so will not be returned for investigation. This complaint is being reported because the patient allegedly obtained an inaccurately high reading on the subject meter which led to them requiring healthcare professional intervention in order to prevent serious injury.